Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the atherectomy catheter was used successfully to make approx 15 cuts in a proximal left anterior descending lesion. As the device was removed from the pt, resistance was felt on the guide wire, so both products were removed together. It was observed that the nose cone had separated from the catheter and was on the guide wire. No pt injury was reported.